Manufacturer narrative:
(B)(4). One (1) modified mis quick connect driver assembly [product code: 6983-35-407, lot number: gm4115401] was returned to the complaints handling unit (chu) for evaluation. Visual examination of the driver revealed a fracture located on the distal tip. The second part of the tip was not provided with the part. Fracture analysis revealed that the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended around the cannulation. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Root cause for the driver tip breaking cannot be positively determined. However, fracture analysis suggests that the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended around the cannulation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The md tapped with the 7mm viper tap and implanted 7mm cortical fix xtab screws. In each of the three cases, the tips of the drivers returned snapped during the final turn due to excessive force required to implant last threads of screws.